Event description:
It was reported that hair had been found inside the packaging of the implant. It was noted that the implant was used. A five-minute delay occurred as a result; no adverse event occurred. No additional information available for the reported event.

Manufacturer narrative:
(B)(4). G2: foreign, japan. The customer indicated that the product was used; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.